Event description:
It was reported that a pt underwent a primary, left indirect inguinal hernia repair procedure on (B)(6) 2010. The procedure was laparoscopic with trans-abdominal pre-peritoneal placement. The wound discharge summary dated (B)(6) 2010, is unremarkable. Post-operatively, the pt developed a hematoma on (B)(6) 2010. The event was treated by puncture/aspiration and antiphlogistics. The event was resolved as of (B)(6) 2010.

Manufacturer narrative:
(B)(4) - hematoma occurred. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.